Event description:
The customer reported that the monitor intermittently blacked out. This issue will cause the system to be unusable due to the inability to see the live image. There was no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.